Manufacturer narrative:
One device was returned for evaluation. Microscopic inspection of the device found that the hub was significantly damaged adjacent to the severance point of the catheter tube. Visual inspection of the catheter tube found no evidence of a catheter tube redirect. A review of the manufacturing log was performed and identified no manufacturing-related issue. It was noted that the observed damage was unable to be caused by manufacturing failures. Based on the evidence, the fault was observed and a root cause was unable to be determined.

Event description:
It was reported that a 20 gauge smiths medical viavalve® safety IV catheter broke off in a patient's arm while the nurse was pulling back on the catheter. Two x-rays were ordered and performed, revealing a faint tubular opacity in the soft tissue; roughly 2.8cm in length. An incision was created and exploration done by physician. Subsequently, the patient was taken to the operating room for attempted removal of the foreign body. However, the catheter could not be located. The physician documented that the catheter was suspected to have possibly migrated into the pulmonary vein. The patient recovered and was discharged home with no further adverse effects.